Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was noted that the initial result of 816 mg/dl was not flagged by the analyzer. Investigations determined that a flag would not have been triggered and that the device performed as intended in this respect.

Event description:
The customer reported that they received erroneous results for one patient sample tested for triglycerides. The sample was stated to be very lipemic. The sample initially resulted as 816 mg/dl and this result was reported outside of the laboratory. A physician called about this initial result and commented it that it went down more than he expected. He asked for the sample to be rechecked. The customer also repeated the sample since the patient had a previous result of "over 4,000" on (B)(6) 2014. The repeat result was 804 mg/dl accompanied by a data flag. The sample was repeated a second time with a 5 times dilution and resulted as 2722 mg/dl. The sample was also repeated a third time with a 5 times dilution on a different c501 analyzer and resulted as 2644 mg/dl. The values of 2722 mg/dl and 2644 mg/dl were believed to be correct results. The patient was not adversely affected. The triglycerides reagent lot number was 69069101 with an expiration date of 10/31/2014. The field service representative was unable to determine a cause and could not duplicate the problem. He performed system checks and observed mechanical adjustments. He performed precision studies and these were within specifications.